Manufacturer narrative:
The medium-large clip applier instrument was received, and failure analysis found the instrument to have a severely bent grip with severe misalignment of the grip-tips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier instrument ends were loose and misaligned, and clips were not remaining in place. It was not clipping, and a clip fell off into the patient. The clip fell into the patient while attempting to clip a vessel. The clip was retrieved by using another instrument in the robotic arm. The procedure was completed robotically with a back-up medium-large clip applier. No post-operative tests were done. The clip was discarded.